Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange of textured breast implants due to the patient¿s concern with the product" and a "double capsule the implant had made and fluid began to build up within the capsule."

Event description:
Healthcare professional reported a right side exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional reported a right side "double capsule the implant had made and fluid began to build up within the capsule". Device has been explanted.